Event description:
Info was received which stated the pt felt an overstimulation sensation whether the stimulation was on or off. This occurred following a position change. Pt said she feels stimulation throughout her entire body. The device is currently turned off and pt is still feeling stimulation. Pt was also having some difficulty operating her pt programmer and medtronic technical services was able to review basic functionality with her. Pt was seen by the medtronic rep at the implanting physician's office. He reviewed and re-educated the pt on the pt programmer and recharger components. Pt was doing fine and did not request any reprogramming at this point. Additional info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).